Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by the pmi group that a patient underwent left shoulder arthroplasty approximately twelve (12) years ago. Subsequently, patient has been scheduled for a revision due to dislocation and pain.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Further review of the device determined that it will be reported under zimmer biomet UK manufacturing site. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Foreign: (B)(6). It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up report will be submitted. Product not returned.

Event description:
It was reported by the pmi group that a patient underwent left shoulder arthroplasty on an unknown date. Subsequently, patient has been scheduled for a revision for unknown reasons.